Event description:
It was reported that the patient received a vibratory alert due to multiple episodes of nsln due to latency on the far field channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.